Manufacturer narrative:
This investigation will be updated upon receipt of further information.

Manufacturer narrative:
Additional information was received that a revision procedure was done and this lead was explanted without complications. A new lead was successfully implanted. This lead has been returned to boston scientific, and it is currently in analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the distal portion of the lead was returned, with a stylet inside the segment. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The returned segment of this lead passed all electrical testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement on (B)(6) 2012. For further investigation, a patient data disk was sent to boston scientific technical services (ts). Review of a patient data disk showed that a shock impedance measurement greater than 125 ohms was measured on (B)(6) 2011. The next day, there was a shock impedance value below 125 ohms. Ts recommended various troubleshooting steps. The patient will be invited back to the clinic for further testing. No adverse patient effects were reported.